Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to component failure: due to flickering image (replace printed circuit board) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had very grainy and blurry image. There were no reports of patient harm.